Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor's power adaptor pin was broken. No troubleshooting indicated. The monitor status is still in use. No patient complications have been reported as a result of this event.